Manufacturer narrative:
The reported event of premature separation was not confirmed. Final analysis found no anomaly on the helix, the helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During implant, it was noted that the lp had separated from the delivery catheter prematurely. Upon further examination, it was found that one of the bullet tethers from the catheter had become dislodged and was able to be retrieved. The lp was not used in the procedure on (B)(6) 2024. There were no patient consequences.